Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was exposed to ocean water. The blood glucose reading was 123 mg/dl. The customer stated that he accidentally went swimming with the insulin pump on, and now the device beeped and made a gurgling noise. He stated that the device had a constant tone sounding from it. He added that he had high blood glucose levels and was not treating with the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button response due to corroded keypad traces. No noise anomaly during testing noted. Insulin pump had moisture damage on electronics noted. Insulin pump received with minor scratched display window and cracked case at display window corners.